Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 4 infusion sets fell off on 03-jun-2024, 05-jun-2024, 06-jun-2024 and 11-jun-2024. Infusion sets were used for 1 to 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.